Event description:
It was reported that an ilet user experienced a cracked screen of the device, which rendered the display unreadable and led the user to disconnect and transition to backup therapy without interruption to blood glucose control. Symptoms included no reported injury or adverse clinical effects. Outcomes included continued diabetes management using backup therapy and the ability to continue cgm use via the dexcom app or receiver. Investigation included a review of the event details, confirmation of device shutdown instructions, and replacement logistics, with guidance that device data would not transfer and that the standard startup process would be required on the replacement device. Investigation of this device revealed physical damage to the display component consistent with a screen failure that impaired usability, with no associated alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-handling¿related damage leading to a broken screen, not a device malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.